Event description:
User reported a power surge at the hosp that activated the device's surge protection (transient voltage suppressor and circuit breaker) and prevented further device use. Two devices were affected by the power surge. One device was being used on a pt. The other device was being tested by biomed in anticipation of use. Back-up ventilators were provided without injury to the pts.